Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet bionic pancreas, including a recent event with a sensor glucose of 67 mg/dl during the night; the user treated with oral glucose tablets and reported provider advice to use a higher overnight cgm target, with a higher secondary nighttime target already in place. Customer care provided support that included review of therapy settings and discussion of meal announcement practices, and the case was assigned for additional training. Investigation of this case revealed that the cause of the hypoglycemia was unclear. No symptoms associated with hypoglycemia reported. Outcomes included self-treatment without medical intervention or hospitalization. It was concluded that the event involved low glucose with unclear cause and that additional user training was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.